Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose at the time of incident was 600 mg/dl and the current blood glucose level was 241 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 50 mg/dl. Suspend on low limit in sensor settings was 69 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reports they did not receive a sensor updating alert. Customer reports they receive a change sensor alert and calibration not accepted alert. The customer declined troubleshooting for high blood glucose level. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.